Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-jun-18 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and post spinal cord injury. It was reported that the pump was implanted recently and had become infected at the pocket site. No symptoms were reported and the hcp inquired about a recommended course of action. No further complications were reported or anticipated.